Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation(s).

Event description:
Boston scientific received information that during an implant procedure, this device was never opened, remained in the box, and was unable to be interrogated. Extensive troubleshooting was done and interrogation remained unsuccessful. The device was never implanted and there were no adverse patient effects reported due to this issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.